Manufacturer narrative:
It was reported that stent cracked during a procedure. As a result of analysis of returned device, outer sheath of yellow marker part was detached and stent was loaded. An unknown rubber device has been found. After stent deployment, it was confirmed that the inner sheath was kinked, but not detached. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the detached outer sheath, kinked inner sheath, and unknown rubber device, it is considered that deployment was tried in state of using the unknown rubber device on the delivery system. The strong resistance occurred due to sheath's kinking by pressure and curve of patient's lesion, in addition, outer sheath of the yellow marker part was cracked due to any application of the rubber device. This complaint is assumed that it was a malfunction of the device due to the pressure of the patient's lesion, and using the unknown rubber device. There will be continued monitoring of the same, or similar customer complaints.

Event description:
Stent cracked during a procedure.